Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 740 mg/dl. Blood glucose value at the time of hospitalisation was 500 mg/dl. The customer experienced symptoms such as nausea and vomiting and was in diabetes ketoacidosis. The drive support cap appears normal (slightly indented). The customer was treated with bolus and outcome of the hospitalization was insulin. The customer was not wearing the insulin pump during the hospitalization. Customer off the pump prior to hospitalization was less than 48 hours. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The device was monitored and no blank display anomalies or failed battery test noted. The device passed self test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device passed displacement accuracy test. The device was received with cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, minor scratches on reservoir tube window and minor scratches on lcd window.